Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2014 due to avascular necrosis. An alternate shoulder device was implanted without complications.